Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use and circuit change, the touchscreen froze (at the photo screen) during ventilator boot up. The patient was transferred to another ventilator and there were no negative patient consequences reported.